Manufacturer narrative:
Reporting institution phone number - (B)(6).

Event description:
An institutional physician reported that ¿pressure failed to increase¿, with subsequent clarification received from a medical engineer (me) that a nurse had witnessed "proximal pressure line disconnect" alarm. On an unspecified date, a patient of unknown age and gender with a diagnosed condition of covid-19 infection was placed on the v60 ventilator (version 2.30). On (B)(6) 2022 at 5:30 p.m., a physician reported the clinical following details: ¿although a mask was put on a patient again after oral care, the pressure failed to increase. They replaced the device, but the phenomenon was not resolved. After a circuit and mask were replaced, the phenomenon was resolved¿. The event onset date was on (B)(6) 2022. The reporter indicated that it was probably not a problem with the flow, but they wanted to check the event log. The ventilator mode and interface were noted as CPAP: 6hpa; the mask used was another manufacturer's helmet-typed one. The device alarmed at the time of the event. On 19-aug-2022, the medical engineer (me) was contacted to obtain more details. The me reported that a nurse had witnessed "proximal pressure line disconnect" alarm. After the device and circuit/mask were replaced, the patient's conditions improved. However, the patient's conditions deteriorated on (B)(6) 2022. The ventilator mode was changed to s/t mode, but the patient passed away. The exact cause of death was not reported. The event log data was requested. As the unit was used for a patient with covid-19, the sales representative is scheduled to collect the device in 2 weeks and will be evaluated at a philips's service center. Further information regarding the reported event has been requested.

Manufacturer narrative:
New patient identifying information: patient was a male aged (B)(6). The cause of death was reported as interstitial pneumonia; there has been no direct allegation that the ventilator or the failure mode reported in this case caused or contributed to the previously reported death. A philips clinical specialist reviewed the complaint details and concluded that the alleged ventilator issue did not cause or contribute to the patient¿s death because of the following factors: it was reported that the patient¿s condition improved after the alleged ventilator issue occurred, the patient was critically ill with acute respiratory failure requiring approximately 2 weeks of mechanical ventilation, this underlying disease was labeled by the customer as the cause of death, and there was no direct allegation that the device may have caused/contributed to the patient¿s death, which occurred one day after the alleged issue with the ventilator. However, the report suggests that the patient experienced a change in clinical condition when the ventilator issue occurred. Although specific clinical details about the change in clinical condition are not available, it was reported that once the device and circuit/mask were replaced, the patient's condition improved, suggesting that there had been a negative impact on the patient¿s state of health when the event occurred. This change in state of health then required intervention from clinicians to improve the patient¿s condition. Given the patients known diagnosis of covid-19 and interstitial pneumonia, this change in clinical condition required medical intervention to preclude permanent impairment. Therefore, this complaint meets the criteria and is being reported as serious injury. The ventilator was collected by sales and returned to the depot for investigation. Local repair depot was unable to duplicate the reported alarm condition during failure investigation (fi). No other abnormalities or device malfunctions were noted during fi. Review of the event log confirmed the user reported issue of proximal line disconnect alarm state, however depot testing of the actual device was unable to duplicate the reported issue.

Manufacturer narrative:
The device software was confirmed to be the 2.30 version. The device was returned to the clinician unrepaired per customer's request. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Based on available information a clinical harm review was completed. The reviewer determined that the allegations in this case do not rise to the level of serious injury, therefore, philips has downgraded this complaint to a malfunction report. No adverse patient outcome has been linked to this event.

Manufacturer narrative:
Correction to patient outcome code grid.